Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead warning alert, and the criteria for the right ventricular lead integrity alert were met. Fourteen non-sustained tachycardia (nst), 6 noises ventricular tachycardia (vt) oversensing and 5 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded between (B)(6) and (B)(6) 2013. A 2052 lifetime v-sic occur since (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. A lead noise alert is recorded on (B)(6) 2013.

Event description:
It was reported that lead integrity alert (lia) was triggered due to lead noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).